Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached its elective replacement indicator, and there was concern about the "fast battery depletion and changed voltage output" on the pacemaker. Also noted were changes in the mode and an increase in battery impedance. The pacemaker was explanted and replaced. No patient complications were reported as a result of this event.